Event description:
It was reported that during the pre-use check, leakage of air from the product was observed.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An unused product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample appeared to be in good condition. Functional testing found that after the 12 hour inflation test, the cuff was still fully inflated. Also no leak was found when inflated device was put under water. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.